Event description:
It was reported that the patient was unable to set the system into MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.